Event description:
A failed uterine artery embolization. After the surgery pt passed a lot of tissue and was in a lot of pain. For several months after the surgery every time pt had a menstrual period they had hemorrhaging. Pt has been anemic, has headaches that are severe, cramping, hot flashes and pressure on bladder. Pt had post-embolization syndrome with fever and body aches. The uterine artery embolization made their situation worse for 6 months. A sonogram revealed no reduction of the fibroids.